Manufacturer narrative:
The device was returned for investigation. A functional test was performed. There was no evidence of the reported problem in the event log. The reported failure was not replicated. The root cause of the event could not be established. The downstream sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device beeps continuously. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check. The customer's problem could not be repeated during the investigation. No disposable alarm messages after disposable attached were found in the pump's event history logs. Root cause of the reported issue is unknown. However, it was recommended that the downstream occlusion sensor be replaced.